Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4consecutive hours due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump error occurred within 4 hours of troubleshoot. The product was returned for analysis.